Manufacturer narrative:
This is the same event as 3010536692-2016-00559.

Event description:
Allegedly, patient suffering from mom complications (right). Additional information received 04/08/2016. Allegedly the patient was revised due to the following complications: painful right hip arthroplasty with possible loose horizonal cup (right).